Event description:
Because of the medtronic infuse implanted during my surgery, I've experienced many complications such as pain, major nerve injury and has me constantly worried about things getting worse.